Event description:
It was reported that the user received multiple insulin occlusion alerts on the ilet system, changed the infusion site before contacting support, and was advised to perform a full supply change, with replacement supplies arranged. Symptoms included hyperglycemia with a reported blood glucose of 240 mg/dl. Outcomes included user education on troubleshooting and continuation of therapy with new supplies. Investigation included review of use conditions, confirmation of occlusion alarms, and guidance to replace the infusion set, connector, and cartridge. Investigation of this case revealed that the device alarmed for insulin occlusion with involvement of the infusion set and fluid path components, and no definitive root cause was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.